Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went into pool with insulin pump and the red switch came on and insulin pump says medtronic on the screen. The customer¿s blood glucose level was 69 mg/dl at the time of the incident. Customer states the keypad was unresponsive. Customer states the display was blank less than 30 seconds and did not returned. Customer states display was blank currently. The customer removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies were found with traces of corrosion. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the thin plastic strip located above the lcd display is missing.